Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was sent that shows the tear in the package. There is no evidence as to how or where the tear occurred. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5051055. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the package of the bd vacutainer® eclipsetm with safety needle was torn. No serious injury or medical interventions reported. The problem was discovered before use.